Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the pt.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.